Event description:
Reported a death of a patient, post-op exploratory laparoscopic salpingo oophrectomy, while using an ipimp that was infusing morphine. The pump was started at post operation at 6:30 p.m im 2005. The patient went into respiratory arrest at 8:00 a.m the next day. According to the pain management nurse, 6 injections and a 2mg bolus were delivered, and no more than one injection was given per hour. The total volume of morphine delivered to the patient was reported as 8.0 mg. Reportedly, the 8.0mg delivered over a span of 12 hours. The director of risk management stated, "this death was no way pump related. Just a routine thing that when anyone on a pump dies, the pump is sent in for checking.